Event description:
It was reported during an in-clinic follow-up, a fluoroscopy exam revealed externalized conductors. Besides turning off the lead, the physician is still evaluating what resolution to proceed with. The patient condition is okay before, during, and after the procedure.